Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), a balloon ruptured occurred. A 4.0x40/80 (4f) f/g sterling otw balloon was used to treat the 99% stenosed, moderately tortuous and severely calcified lesion in the left common femoral artery. On the first inflation, the balloon was inflated to 3 atmospheres for 2 mins and on the second inflation, the balloon was inflated for 1 min at 6 atmospheres and on the third inflation, the balloon was inflated for 15 seconds and ruptured at 10 atmospheres. The balloon was removed in tact. The balloon was visible under fluoroscopy. The procedure was completed with another of the same device. The pt status is listed as good.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.